Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, reported cartridges was not able to fire even the green button illuminated. Surgeon used another reload to resolve the issue. No patient involved.